Event description:
(B)(4). Same patient as MDR ID# 2134265-2013-01527. It was reported that during a coronary artery treatment procedure the patient experienced a spasm. (B)(6) 2010 - the target lesion was a de novo lesion located in the distal right coronary artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct stent placement using a 3.00 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. During the index procedure, the patient was administered nitroglycerin to alleviate the spasm. The patient was discharged he next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).